Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: imdrf cause investigation code: code b24 is not available in database to capture event history log review. Complaint investigation results: electronic quality management system search: a query was run in the eqms on (B)(6) 2025 against "lot number 5420042 and similar malfunction codes occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), idd-pmc05.03 tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action (CAPA) of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on (B)(6) 2025 against "lot number" criteria equal 5420042 and similar malfunction codes occlusion in the tubing and/or tubing connectors reduced flow, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched. The count of complaint is 1. The complaint number is (B)(4). DHR review: the lot 5420042 was manufactured according to the (B)(4) and packaging in the multivac m12 on 28 feb 2023, with a total of (B)(4) units. The sub-assembly: assembly the lot 5420145 was manufactured according to the work instruction (wi) 4905245 version 26 and assembled in the quickset line, on 28feb-2023, with a total of (B)(4) units. The lot 5420146 was manufactured according to the work instruction (wi) 4905245 version 26 and assembled in the quickset line, on 28 feb 2023, with a total of (B)(4) units. The lot 5420147 was manufactured according to the work instruction (wi) 4905245 version 26 and assembled in the quickset line, on 01 mar 2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 5418273 was manufactured according to the work instruction (B)(4) and manufactured in the machine l4 l5 l8, on 23 feb 2023, with a total of (B)(4) units. The lot 5418274 was manufactured according to the work instruction (B)(4) and manufactured in the machine l4 l5 l8, on 23 feb 2023, with a total of (B)(4) units. The device history record (DHR) was reviewed in accordance with applicable procedures. All required in process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: device history record review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action (CAPA) determination assessment conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event of blockage is located in the tubing as insulin does not exit the tubing with the plunger on (B)(6)2024.